Event description:
It was reported that approximately 10-12 days following a low anterior research with covering loop ileostomy procedure, patient was brought in for CT scan which showed an absess on rectal anastomosis indicative of a leak. The pouch formed on bowel before the anastomosis was intact, but the staple line on the rectum opened up on the left side.